Event description:
The customer reported that the system locked up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mono block controller was identified as being defective and a replacement part was ordered. No conclusion can be drawn as repair info is unavailable at this time.